Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was 1 similar event regarding pain for the reported lot. The following devices were also listed in this report: 132 size 8 secur-fit advanced stem; cat# 1601-08132; lot# mmm9aa. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 47020002. Trident psl ha cluster 56mm; cat# 542-11-56f; lot# mna47t. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mnlatw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "as captured on the (B)(6) clinical study 1-year post-operative evaluation form ((B)(6) 2015)...the subject reported right hip pain, and underwent psoas tendon release approximately (B)(6) 2015...no further follow-up is available at this time". Patient has a pre-operative diagnosis of avascular necrosis.